Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory also indicated the impedance of the right ventricular pacing lead was beyond the expected upper range and that there was t-wave oversensing. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the patient experienced syncope due to pacing inhibition resulting from noise on the right ventricular (rv) lead. The patient also heard alert tones. The rv lead had unstable impedances, an increased sensing integrity counter (sic), and non-sustained ventricular tachycardia (nsvt) events determined to be noise. The rv lead was reprogrammed and subsequently capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.